Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the tissue exapnder. During visual evaluation of the sample a tear was discovered at the union between the patch and shell of the tissue expander. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon review, mentor has determined that the type of procedure has been reported incorrectly. This device was being used in skin laceration repair procedure. Additionally, since the device was returned for analysis, there device must have been explanted. The date of explant was not provided. The appropriate fields have been updated. Manufacturer's reference number: (B)(4) updated procedure type, described in section h10. Health effect - impact code device explantation (f1903) added to section h6, and checked b2 required intervention.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), an incorrect patient code (3191 ¿ no code available) was used for this event. The correct code has been added. Mentor became aware of this on (B)(6) 2021. H6 health effect - clinical code: e2401 "insufficient information."

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7421764 number, and no non-conformance's related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 700cc mentor tissue expander experienced deflation on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional information is available at this time, if additional information is made available in the future, then a supplemental report will be submitted.